Event description:
It was reported that an asymptomatic patient presented in clinic for a routine follow-up. Upon interrogation, the patient was unable to feel the notifier when tested. Further testing was recommended. No further information is available.

Manufacturer narrative:
.